Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: a complaint history check was performed and this is the 1st related complaint for missing label content lot # 9231353. Customer returned photos of shelf cartons for 1/2cc, 8mm, 30g syringes from lot # 9231353. The photos were examined and exhibited a shelf carton without the lot number, manufacturing date, and expiration date information printed on the shelf carton. A review of the device history record was completed for batch# 9231353. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200846531] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing lot information). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that lot information was missing on shelf pack with a 0.5 ml bd ultra-fine¿ ii insulin syringe. The following information was provided by the initial reporter: no lot = 1 sp and box.